Event description:
Following a ptca procedure, an angio-seal device was placed; immediately following device deployment, the patient was noted to have lost his distal pulses. The anchor was determined to have caught on atherosclerotic plaque, which caused the intra-arterial deposit of the collagen, followed by localized occlusion. The occlusion was treated by implanting a stent from a proximal repuncture on the same side as the angio-seal device placement. This puncture site then experienced bleeding overnight, which required surgical intervention and closure on 06/13/1997. The patient was discharged home on 06/23/1997. At that time, the patient was still noted to have a hematoma (from the proximal puncture site).